Manufacturer narrative:
There was no additional information provided by the customer site despite multiple requests from cynosure clinical for patient-treatment details. The device history record confirms that the product passed and met all requirements before releasing. Cynosure field site engineer (fse) arrived at site and evaluated the device. Cynosure fse reports arm on the output shutter was bent and allowed the system to fire externally without faulting. To resolve the issue, cynosure fse replaced the output shutter. Due to the site reporting unintended discharges of laser energy, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
It was reported that the picosure device was firing continuously without operator touching the foot pedal.